Manufacturer narrative:
E1 initial reporter address: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 20 mm synergy drug-eluting stent (des) was advanced and deployed at 11 atm for treatment. A proximal edge type d dissection was then observed. Another synergy des was deployed to cover the dissection and the procedure was completed. No further patient complications were reported, and the patient was stable and fully recovered post procedure.